Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour plus link 2.4 meter and no manufacturing anomalies were found. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
An advocate from colombia called on behalf of the customer to report that their blood glucose readings were not being stored in the memory of the contour plus link 2.4 meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.